Event description:
In (B)(6) 2023 I submitted a swab from kit provided to sequencing.com for a whole genome sequencing wgs including detection of rare diseases. Swab was taken from a person with prader willi syndrome pws. Results received (B)(6) 2024 did not indicate pws. Company explanation is that their wgs does not detect large structural variants lsg. However I have learned that wgs is a powerful tool for the detection and characterization of lsv in the human genome. Pws is considered a genetic disorder associated with lsv. In summary, wgs is an effective tool for detecting the genetic abnormalities underlying pws, including deletions, uniparental disomy, and imprinting defects in the 15q11-q13 region of chromosome 15. The company (B)(4) is not responding to my numerous recent emails. I have also called several times but it appears that (B)(4) does not have a proper office. I have left phone messages, some of which have been responded to by email - with no requested information.